Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure the maryland bipolar forceps instrument was noted to have a small cable coming out of the wrist of the instrument. This small cable hooked up at the cannula during the procedure and the surgeon was forced to take another instrument to continue the procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was found loose at distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. Engineering removed the housing and found the pitch cable loose at the clamping pulley, but no loose clamping pulley screw was found. The instrument passed electrical continuity testing. There were also scratches on the surface of the distal pulley. Engineering also found the one grip was bent, causing side to side misalignment of grips. There was a .051¿ offset at the tips, indicating overloading at the tip. The evidence was inconclusive but the damage was most likely due to mishandling. Engineering also observed a frayed pitch cable by the distal pulley area sticking out of a strand of wire. The wire found together with the scratch on distal pulley. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.